Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, when the surgeon was inserting the tibial graftbolt, ar-5100-09, the sheath of the screw broke up. The screw was removed from the patient and the case was completed with a second tibial graftbolt. No adverse effect to the patient.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the sheath had fractured and is warp. The associated screw still attached to the sheath. Visual evaluation on the screw, did not showed any damaged or deformations. The most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.